Event description:
On (B)(6) 2015, the consumer picked up the toothbrush and turned it on. As soon as the consumer turned the unit on, it exploded. The front and bottom of toothbrush blew off and the casing split down the middle. On (B)(6) 2015, the consumer indicates that his wife replaced the aa battery with the same one she always does and installed it as she always did. The consumer has no injuries nor prior incidents to report. The consumer believes this product poses a safety hazard to consumers. Document number: (B)(4). Retailer: cvs (B)(6). Purchase date: (B)(6) 2009. The product was not damaged before the incident. The product was not modified before the incident.